Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when this information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant and healing abutment were placed in ada site 13 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician reports patient's insufficient bone quality/quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that almost 5 months after the dental implant and healing abutment were placed in ada site 13 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician reports patient's insufficient bone quality/quality. The site was grafted, immediate implant was performed and immediate load procedure was done. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when this information becomes available. Exemption number: e2015015. (B)(4). The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.